Event description:
Patient received IV fentanyl via an epidural line. The patient had recently been in ICU and receiving fentanyl, both IV and via the epidural line. The IV order had been discontinued. The patient was transferred to the floor with the epidural line still in place. Nursing noted the medication bag near end and ordered a new bag and hung it near the end of the shift. The next shift nurse doing the line check picked up the error and discontinued the medication. No harm to the patient. Intensive review was conducted in the root cause analysis format regarding tubing misconnections. Spikes on IV and epidural lines from hospira and other manufacturers are interchangeable. Working on a solution to the problem.